Event description:
It was reported the patient ((B)(6)) was only receiving stimulation in her left leg, but needed coverage in her right leg and ankle as well. The physician revised the location of the lead which was successful in resolving the issue. Post-operatively, the patient experienced discomfort in her back. The patient was expected to remain in the hospital for seven days to recover. Follow up information revealed the patient is receiving stimulation; however, the patient's back pain is still ongoing as she hasn't been mobilized yet. No further information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.